Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was 300 mg/dl, but it lowered to 150 mg/dl after the customer took an injection. Tandem technical support followed up on (B)(6) 2015 and the customer confirmed that the insulin gauge performed as intended.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.